Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported their dentist is concerned about tooth #25. Their dentist requested to speak with someone from byte about this patient. The dentist thinks the aligner treatment is causing gum recession at #25, which is also lose. Mobility in #25. The dentist recommendations are for the patient to see an orthodontist/periodontist as the patient may have to receive possible gum graft to stabilize #25. The byte team spoke with patient's dentist, he recommends patient to cease treatment. Patient ceased treatment as they will require treatment for mobility, gum recession and a frenectomy and gum graft to repair issues caused by the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.